Event description:
A customer reported a past high blood glucose event with unknown cause, displayed as 'high' without a specific value. The customer managed the situation by administering a correction injection through multiple daily injections (mdi). Customer reverted to an alternate form of insulin therapy.